Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" 5.6, 1.9 and 3.0. No lab comparison was done. Patient self tester's daughter called in to report results that were not precise. The first test was within range, the 2nd test resulted 5.6. She believed this was high so she tested two more times directly after that and that yielded 1.9, 3.0. No therapeutic range given.

Manufacturer narrative:
Investigation pending.